Event description:
Covidien customer service engineer reported that the oxygen (o2) sensor was found cracked during the preventive maintenance of the 840 ventilator. The device was not in use on a patient at the time the malfunction occurred. Customer reported to have replaced the o2 sensor. The device passed extended self-testing.

Manufacturer narrative:
(B)(4).